Event description:
It was reported that the tip of the suture needle broke during a tooth extraction procedure. A piece of the needle was recovered from the tooth socket of the patient. Unsure of how many pieces broke off from the needle, an xray was used to ensure that there was no metal remaining.

Manufacturer narrative:
(B)(4) was notified of the event reported and conducted an investigation. Due to the defective device not being available from the end user, the master (retain) sample at the manufacturer was tested, see manufacturer's root cause below: as a part of investigation the master sample has been tested for needle penetration and ductility, the obtained results are compliance with the regular trend. The batch manufacturing records have been cross verified for the issuance of raw material and found satisfactory. The product has been manufactured as per the written procedure and there was no abnormality reported during manufacturing process. As a further investigation the batches manufactured prior to this lot in same profile(my51563 & my60386) which were dispatched to myco medical have been evaluated for the test needle penetration and ductility, the obtained results are meeting to the requirement. Based off the manufacturer's investigation results provided above, we are moving to close the complaint file and consider this MDR to be closed.

Event description:
It was reported that the tip of the suture needle broke during a tooth extraction procedure. A piece of the needle was recovered from the tooth socket of the patient. Unsure of how many pieces broke off from the needle, an xray was used to ensure that there was no metal remaining.